Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the when they rewinds the insulin pump, it did not rewound all the way. The customer¿s blood glucose was unknown at the time of incident. Customer reported the insulin pump had rejected new battery, randomly bolus after priming, louder during rewind and dimmer back light. The insulin pump will not be returned for analysis.